Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that the patient had a known percutaneous lead infection and antibiotic beads were placed in the past. The surgeon also reported that the patient has elevated lactate dehydrogenase (ldh) and clinical signs of hemolysis. The patient under went a pump exchange to another manufacturer's device on (B)(6) 2013. Upon explant, it was noted by the surgeon that the pump was covered in pus and thrombus was confirmed in the pump.